Event description:
The patient has back pain which started when she was in the hospital 2 months ago. The patient has been in 2 hospitals and 3 nursing homes in the past few months. It was noted that the antenna and programmer are missing and were lost in the hospital. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).